Manufacturer narrative:
Block b3: exact date unknown, event date used was explant date. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5061364.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure which was supposed to be a lead revision however the physician failed to place the leads back to the original position. The physician opted to replace the leads.